Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. Following pre-dilatation with a non-compliant balloon, a 2.75 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent failed to cross the lesion and a stent strut hangnail was noted. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.